Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the harpooning device on the suture wire is trapped in the sacrospinous ligament and has pulled out of the wire; therefore it remained in the patient. Two suture cartridges and the suture system were used in the same patient. Only 1 ball (tip of suture) remained in the patient. Two cartridges have presented a problem, the intervention was finished without the suturing device (suture "by hand") no significant consequences. Change of suture technique not initially planned, 40 minutes of delay on the operation. Failed because the device did not work so they manually sutured but the procedure ended with no clinical consequences. Patient had pain, but regarding the surgeon it is not specially attributable to the device, no more pain than usual on this procedure. See ID records (B)(6).

Manufacturer narrative:
Evaluation of returned product revealed one suture cartridge returned was missing the suture cap. It was noted that remnants of the cap/suture bond remained on the suture, indicating that the separation occurred away from the bond. Microscopic inspection of the second suture cartridge revealed damage to one side of the suture cap, just lateral to the cap/suture bond. (It is noted that the location of the damage is consistent with where the suture cap remnants on the first suture) it was evident that the cap was never completely captured, as there was only external damage to the cap. This damage occurs when the needle misses it's target, either due to needle and/or head deflection, or if the suture cap is not correctly seated in the tip of the device. Testing and inspection of the digitex device ((B)(4)) revealed that the needle actuated as designed, coming out of the device head straight and turning upward to be concentric with the suture cap seat, eliminating the possibility of needle deflection. Microscopic examination of the device head revealed no signs of damage to the tip of the device from the needle missing it's target, eliminating the possibility of head deflection. Based on these observations it was concluded that the suture cap was not correctly seated in the tip of the device. This would then cause partial or no capturing of the suture cap from the damage, and result in a failed suture throw, as outlined in the complaint. The improperly seated suture cap (use error) is concluded to be the root cause of the device failure. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this lot and verified that there were no discrepancies, and that the devices met specification.

Event description:
This is a follow-up report containing evaluation results.